Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. A review of the data provided showed that the initial result had an e143: outside absolute results monitoring limits, error message. The error message refers to the reagent quality and delivery. The message indicates that expected absorbance/ k counts were not met for a specific cuvette or loci reaction vessel. As per the dimension vista system operator's guide, the result cannot be reported, the sample must be rerun. The customer still reported out the result however. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse replaced the reagent probe 1 mixer. The cse then ran a quick check. The cse ran the service method again and passed. The customer then ran quality control (qc), which passed. The cse returned on another visit. The cse replaced reagent probe 1 mixer. The cse aligned reagent probe 1 and ran check 1. The cse calibrated glucose and ran qc, which passed. The cause of the falsely depressed glucose is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed glucose (glu) result was obtained on a patient sample on a dimension vista 1500 instrument. The initial result had an error message (e143: outside absolute results monitoring limits) and was reported out to the physician(s). The same sample was repeated on another dimension vista instrument. The repeat test resulted higher. A corrected reported was released to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed glucose result.